Event description:
Patient reported a lap-band for which "[the patient] was getting fills and nothing was happening" and the port was found to be leaking. This was first noticed when the patient stopped losing weight, and subsequently "a couple months ago" someone at the office noted that they had injected a total of 14cc over the "last few fills" when "the band only holds 10." The patient also reported that "they had to take all of my fill out from my original surgery because I had a bad infection of my esophagus." An "esophagram" was performed to verify the infection. Per the patient this infection was not found to be device-related. At this time, the reported event(s) have not been confirmed by a health professional. The lap-band port was explanted and replaced. Follow up with the surgeon in progress.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakages as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."